Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse reported an issue with a bioflo PICC (valved) 5fdl-55cm maximal barrier nursing kit. It was found, post placement, that the huc was cracked. The PICC was removed and replaced with a different lot number the patient did not experience any adverse effects or harm as a result of this incident.